Event description:
It was reported that the customer is having problems with the adhesive on the infusion sets and sensors. Customer stated that he is getting skin infection with pus and blood. It was stated that the infection appeared after 2 days of insertion. Customer does wash hands and clean site prior to set change. Customer was informed on the needle components, the infusion set cannula and the sensor electrode components. Customer was recommended to get a test for allergies to nickel and contact doctor for options. Blood glucose value is 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.